Event description:
Non-(B)(6) device. // healthcare professional reported "rupture". This record is for the left side. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).